Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/03/2015 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow keypad button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. There was evidence of contamination found under the up arrow, down arrow and contrast button key contacts. Unrelated to the complaint, the display was found to be dim and discolored during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.